Event description:
Reportedly, as the cannula and dilating sleeve were withdrawn from the incision site, it was noted that a 3cm section from the end of the dilating sleeve was missing. After an extensive search laparoscopically was unsuccessful, it was decided to convert the procedure to an open laparotomy exploration. However, upon close exam of the instrument it was discovered that there was an intussusception of the sheath material that had caused the foreshortening and appearance that a 3cm section was missing. Procedure: unk.